Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes due to right ventricular (rv) noise and oversensing. The noise and oversensing resulted in pacing inhibition, as well as rv impedance measurements of greater than 3000 ohms. It was noted that these observations occurred while the patient was having a surgical procedure. The impedance measurements had been normal in the daily measurements. The device remains in service. No adverse patient effects were reported. Additional information received reported that some of the rv noise appeared to be from minute ventilation (mv) signal oversensing. The device remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes due to right ventricular (rv) noise and oversensing. The noise and oversensing resulted in pacing inhibition, as well as rv impedance measurements of greater than 3000 ohms. It was noted that these observations occurred while the patient was having a surgical procedure. The impedance measurements had been normal in the daily measurements. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes due to right ventricular (rv) noise and oversensing. The noise and oversensing resulted in pacing inhibition, as well as rv impedance measurements of greater than 3000 ohms. It was noted that these observations occurred while the patient was having a surgical procedure. The impedance measurements had been normal in the daily measurements. The device remains in service. No adverse patient effects were reported. Additional information received reported that some of the noise appeared to be from minute ventilation (mv) signal oversensing. The device remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was not included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes due to right ventricular (rv) noise and oversensing. The noise and oversensing resulted in pacing inhibition, as well as rv impedance measurements of greater than 3000 ohms. It was noted that these observations occurred while the patient was having a surgical procedure. The impedance measurements had been normal in the daily measurements. The device remains in service. No adverse patient effects were reported. Additional information received reported that some of the noise appeared to be from minute ventilation (mv) signal oversensing. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.